Event description:
Staff opened a sterile cardiac biopsy kit in preparation for the procedure. After filling one of the plastic bowls in the kit with flush solution, it was noted that there was what appeared to be small plastic pieces floating in the bowl. The bowl was discarded, and the case was completed without further incident or any evidence of debris on other items or in the fluid. Staff did not keep the label from the kit, but based on the lot numbers for the kits in the room, the lot number was either 24ebp241 or 26aba071.